Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to an approved service provider. The customer's report was verified and attributed to the lcd module. A replacement lcd module was sent to the customer. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.